Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the optics cannot be white-balanced and the screen is green involving an ooympus laparoscope, gynecologic. There was no patient injury reported.